Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported by a hospital staff member that the customer passed away in an unknown location. The cause of death was reported as high blood glucose. The reporting party did not state whether the customer had any other illnesses that may have led to the customer's passing. The customer¿s blood glucose was over 400 mg/dl at the time of hospitalization or death. It is unknown if the customer was wearing the insulin pump at the time of death. The reporting party mentioned that the customer's pump was giving an unknown pump error alarm. It is unknown if the customer was using sensors. The caller did not state whether the next of kin would return the insulin pump for analysis.